Manufacturer narrative:
(B)(4). As the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The target lesion was located in a severely calcified distal left circumflex (cx) artery. The physician advanced the 2.5mm x 15mm maverick 2 balloon catheter. On the first inflation the balloon was partially inflated to 12atms and ruptured. The device was removed from the patient intact and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.